Manufacturer narrative:
The insulin pump passed functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. There was no excessive no delivery error alarm noted. The no delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that her blood glucose was 414 mg/dl at the time of the incident and is currently 491 mg/dl. Customer has not treated. Customer removed the infusion set and stated that the cannula was not bent. Troubleshooting was performed. Customer performed the high pressure test. Customer was advised that the insulin pump will need to be replaced. Customer mentioned that she also had a no delivery alarm. Customer called back later and stated that the new pump is working fine.